Manufacturer narrative:
Medical devices continued: 4592-45 lead implanted: (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead had no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.